Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4). Device evaluated by manufacturer: it is indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that during a percutaneous coronary intervention treatment procedure a balloon rupture occurred. The 99% stenosed lesion was located in a severely tortuous first diagonal. The apex monorail 15mm x 2.00mm was advanced to the distal portion of the first diagonal and inflation was performed to eight atmospheres. The balloon was pulled proximally and the second inflation was performed. On the second inflation the balloon was inflated to fourteen atmospheres and ruptured. The procedure was completed with a different device. No patient complications were reported and the patient's status is good.